Manufacturer narrative:
No timeouts or drive stalls were seen in the device data that would indicate a failure to deliver insulin. No damages or defects were found that would affect the delivery of insulin. Inspection of the device found no damages or defects that would contribute to skin irritation. The cause of the reported skin irritation could not be conclusively determined.

Manufacturer narrative:
We are unable to determine if any product condition could have contributed to the skin issue. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneously reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per iso11135  and eo residual levels in compliance with iso10993. Each lot  is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.

Event description:
It was reported that the patient's blood glucose (bg) levels rose to 330 mg/dl, and had pus at the site (abdomen) while wearing the pod between 36 and 48 hours. The patient consulted the doctor and received medications ichthyol, mupirocin and ciprodex to treat the site (unspecified doses). Hyperglycemia treated with a manual insulin injection and a new pod.